Event description:
It is reported that the patient was revised due to early tibial component loosening detected at week eight on plain radiographs.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4105775/. This report will be amended when our investigation is complete.